Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure of stent assisted aneurysmal coil embolization for mca (middle cerebral artery) in the patient with moderately tortuous vasculature, while delivering the subject stent in the microcatheter, resistance was encountered and excessive force was applied while advancing the stent within the microcatheter. The subject stent could not be pushed to distal of microcatheter even after two tries and the stent was then prematurely deployed in the microcatheter. The physician feel that the anatomy and/or location of intended area of treatment may have contributed to the reported event. The operator withdrew the subject prematurely deployed stent from the patient¿s anatomy successfully. No snare device used during this procedure. Operator shaped the proximal section of the microcatheter with shaping needle after withdrawal. The same microcatheter was used to deliver and deploy new stent successfully without clinical consequences to the patient.

Event description:
It was reported that during the procedure of stent assisted aneurysmal coil embolization for mca (middle cerebral artery) in the patient with moderately tortuous vasculature, while delivering the subject stent in the microcatheter, resistance was encountered and excessive force was applied while advancing the stent within the microcatheter. The subject stent could not be pushed to distal of microcatheter even after two tries and the stent was then prematurely deployed in the microcatheter. The physician feel that the anatomy and/or location of intended area of treatment may have contributed to the reported event. The operator withdrew the subject prematurely deployed stent from the patient¿s anatomy successfully. No snare device used during this procedure. Operator shaped the proximal section of the microcatheter with shaping needle after withdrawal. The same microcatheter was used to deliver and deploy new stent successfully without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/ microscopic inspection: the stent was returned deployed and was deformed. The distal tip of the sheath was damaged. The sdw was kinked/bent. There was procedural fluid on the sdw. Functional test: the stent was deployed and damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received from the customer indicated that the anatomy and/or location of intended area of treatment may have contributed to the reported event and excessive force was applied while advancing the stent. The stent had deployed and was deformed. The sdw was found to be kinked bent and the introducer sheath distal tip was damaged. The as reported stent deployed prematurely during use can be confirmed based on the information received and complaint analysis, the as reported as well as the as analyzed stent introducer sheath distal tip damaged, sdw kinked/bent, stent deformed and stent deployed prematurely during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.